Event description:
It was reported that an omniwire was used for a diagnostic coronary procedure in the rca. Prior to use of the omniwire, an interventional wire was delivered through a diagnostic catheter; however, manipulation caused the patient discomfort when it would not advance. Then, the omniwire was delivered into the pda; however, it got trapped in a small branch. A balloon was used as support to extract the omniwire, but would not release, and separated in the distal ascending aorta. A snare was used to retrieve the separated portion but was unsuccessful; therefore, a decision was made to refer the patient to surgery for removal. The patient was completely asymptomatic with good hemodynamics and placed on heparin and nitroglycerin. This adverse event and product problem is being submitted due to the tip separation, requiring intervention.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: date of birth and gender are not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.